Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after implanting the promus stent, a dissection occurred. A second stent was placed distal to the edge dissection to cover it. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information. Dissection is a known outcome of coronary artery procedures, and is listed in the device instructions for use as a potential adverse event. In this case, it is not known how the circumstances of the procedure or the device may have contributed to the dissection. Thus, a definite root cause for the dissection cannot be determined.